Event description:
Customer reported, receiving a "replace sensor" message. After (B)(6) days of wearing the adc freestyle libre 2 sensor. Customer further reported, he experienced hypoglycemia. And a loss of consciousness. And received treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed, on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination), with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The battery was measured, and the results were within specification. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned sensor pcba and no issues were observed. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). With a brownout reset event internally logged (event 21). The sensor was reprogrammed and activated. After reprogramming, the returned sensor did not go back to state 6. Therefore, this issue is confirmed, to brownout reset. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre 2 sensor. Customer further reported he experienced hypoglycemia and a loss of consciousness and received treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.